Event description:
The customer reported a physicist discrepancy, the field size is too large. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the collimator. System operates as intended. (B) (4).